Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿ (B)(4).

Event description:
It was reported that the patient developed blisters and skin tears on the thighs and flanks as a result of using the device. The patient had very fragile skin and was very edematous with third spacing. Arctic sun therapy was started on (B)(6) 2015. There was a wound care (woc) nurse called in on (B)(6) 2015. The woc nurse cleansed and padded dry the areas of the skin with blisters and skin tears and left open. There were many wounds bedsides the areas on the thighs and flank which the pads had covered. The areas that were treated that the skin pads had been placed were the right inner thigh, left lower lateral thigh, and left flank. The patient had been kept restrained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient developed blisters and skin tears on the thighs and flanks as a result of using the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient developed blisters and skin tears on the thighs and flanks as a result of using the device. The patient had very fragile skin and was very edematous with third spacing. Arctic sun therapy was started on (B)(6) 2015. There was a wound care (woc) nurse called in on (B)(6) 2015. The woc nurse cleansed and padded dry the areas of the skin with blisters and skin tears and left open. There were many wounds bedsides the areas on the thighs and flank which the pads had covered. The areas that were treated that the skin pads had been placed were the right inner thigh, left lower lateral thigh, and left flank. The patient had been kept restrained.